Event description:
During a pvi procedure, during aspiration, an air leak has been detected. Pvi had been performed. The sheath was replaced which resolved the issue. The procedure was successfully completed without adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.